Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation under the lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient¿s medical staff placed bandages over the skin irritation. Outcome of the irritation is unknown.